Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were at an imaging facility for a brain MRI and reported they couldn't get into MRI mode. The patient stated they could not connect with their implant yesterday and as soon as they got home they could connect to the machine. The agent reviewed general use of external devices and how to connect with patient's implant. The patient initially reported getting device not responding when trying to connect. Following repositioning communicator, the patient successfully connected with the implant on the call and reported getting MRI mode activated but reported seeing MRI eligibility cannot be determined with code 0252320. The patient stated showing not eligible for full body scan due to implant location/lead tip location. The patient stated they needed an MRI scan because they thought they had a stroke. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.